Manufacturer narrative:
It was reported that the ventilator generated two technical error codes indicating a power failure along with an expiration flow meter alarm. It was recommended to replace the dc/dc & standard connectors printed circuit board (pcb). No part was returned for investigation despite requests. No further issues have been reported. The evaluation of received device logs shows one occurrence of the reported technical errors on the reported date of event when in standby. A pre-use check had passed two days before the event. If an internal power failure related to the dc/dc & standard connectors pcb occurs during ventilation it can, depending on the type of fault, lead to stop of ventilation. Alarms will be generated. As no faulty part was returned for investigation, the root cause for the generated technical error codes could not be determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes indicating a power failure along with an expiration flow meter alarm. There was no patient harm. Manufacturer's ref #: (B)(4).